Manufacturer narrative:
The cobas liat analyzer is being returned for further investigation. CAPA has been initiated and corrective/preventive measures will be implemented as appropriate. (B)(4).

Event description:
During the course of the investigation, it was identified that two (2) additional patient samples, although not alleged by the us customer, may have also generated false positive flu b results with the cobas liat sars-cov-2/flu test, on cobas liat analyzer (B)(4), due to a shift in the baseline. There is no indication these patient samples were retested and the actual results and diagnosis remain unknown. There is no indication of harm or injury. A separate MDR will be filed for each patient sample.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available between april - june 2021. Consignees have been notified. (B)(4).